Event description:
It was reported that during a common iliac angioplasty procedure, deflation difficulties were encountered. The lesion being treated was a 3 mm long, 8 mm diameter lesion in the moderately calcified proximal left common iliac artery. Following access through the right femoral artery, the sterling otw balloon was advanced without difficulty, and fully inflated one time. The atms were unk as an inflation handle without a gauge was used. The physician then attempted to deflate the sterling otw balloon by pulling back on the handle of the inflation unit. As the balloon was still inflated, the physician injected saline into the balloon to try to dilute the visipaque solution, and then attempted to deflate the balloon with a 20 ml syringe and clamp without success. The physician then used a 50 ml syringe without success. The physician then attempted to over inflate the balloon to rupture, however, that was also unsuccessful. In a final attempt to deflate the balloon, the hub was cut off of the balloon catheter, however, the balloon still would not deflate. The pt was then taken to surgery for removal of the balloon. On examination of the balloon following surgery contrast/saline remained in the balloon and the balloon remained partially inflated. The pt experienced no symptoms during the procedure. During the surgery to remove the balloon, the pt also had an endarterectomy to treat the lesion. The pt is reported as 'well'.

Manufacturer narrative:
The physician was using a 50:50 saline to 300 visipaque mix, however, has since changed to a 4:1 mix and is having no further issues.